Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 3.5mm cortex screw (part: 204.816, lot: 2l55795, quantity: 2), 3.5mm cortex screw (part: 204.820, lot: 2l73371, quantity: 1), 3.5mm cortex screw (part: 204.820, lot: l948789, quantity: 1), 3.5mm cortex screw (part: 204.822, lot: l899870, quantity: 1), 3.5mm cortex screw (part: 204.818, lot: 2l62515, quantity: 1).

Manufacturer narrative:
Device returned. Occupation: j&j sales consultant. A review of the device history record. Device history (lot) field; part number: 02.112.085; lot number: h554815; part manufacture date: 01 feb 2018; manufacturing location: (B)(4); part expiration date: n/a; nonconformance noted: n/a; DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp superior clavicle plate / 8 hole / left / 115mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review field. Part number: 316lpi02,112.085 forged raw material; lot number: h463245; part manufacture date: 28 sept 2017; manufacturing location: (B)(4); part expiration date: n/a; nonconformance noted: n/a. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Investigation summary complaint summary: concomitant device reported: 3.5mm cortex screw (part # 204.816, lot # unknown, quantity # 2), 3.5mm cortex screw (part # 204.820, lot # unknown, quantity # 2), 3.5mm cortex screw (part # 204.822, lot # unknown, quantity # 1) & 3.5mm cortex screw (part # 204.818, lot # unknown, quantity # 1). This complaint involves one (1) device. Flow: damage. Visual inspection: the left lcp superior clavicle 3.5 mm 8-hole sst (part # 02.112.085, lot # h554815, mfg # 01-feb-2018) was received at us cq with the plate broken at the midpoint of the 4th hole. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: document/specification review: the following drawing(s) was reviewed; 3.5 mm lcp superior clavicle plate: 02_112_080 rev d and rev f. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient had an operation three (3) months ago of rafi of left clavicle fracture. + fx right acetabulum. He says that he spontaneously felt a crunch in his left shoulder, so he went to the (B)(6) clinic for emergency, where after the radiological examination there was evidence of implant fracture, at the level of the fracture focus of the left clavicle. The surgeon removed the plate and some screws. Concomitant device reported: 3.5mm cortex screw (part # 204.816, lot # unknown, quantity # 2), 3.5mm cortex screw (part # 204.820, lot # unknown, quantity # 2), 3.5mm cortex screw (part # 204.822, lot # unknown, quantity # 1) & 3.5mm cortex screw (part # 204.818, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).